Manufacturer narrative:
A lot history review (lhr) of rexb1356 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
It was reported that packing of the catheter itself is not sterile peel pack but only closed with a tape.